Event description:
The following was reported to davol. It was reported that the pt underwent umbilical hernia repair on (B)(6) 2013 and was implanted with a ventralex patch. Immediately following, the pt had permanent straight latero-umbilical pain. Scanner reveals no collection but the mesh was retracted. The ventralex patch was removed on (B)(6) 2013. When removing it was noted that the mesh is retraced and encapsulated between the fascia and the omentum, despite the peripheral fixing wires (sutures). The wall is repaired directly. The bacteriological tests on the mesh were negative.

Manufacturer narrative:
The subject product has not been returned for eval and based on the limited info received to date, we are unable to determine to what extent if any the device may have caused or contributed to the post-operative pt complications. Medical records have not been provided, therefore, it is unk whether the device was properly fixated during implant. The IFU states "to ensure a strong repair, the prosthesis should be secured with tacks or sutures through the polypropylene mesh straps or positioning pocket. Suturing or tacking on the sealed edge of mesh alone is not recommended. A review of our mfg records for the subject product lot revealed no issues having been observed that could be related to the reported problems during the build of this lot. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.